Manufacturer narrative:
H.6. Investigation: eight sealed 32g x 4mm pen needle samples were returned from lot. No. 8338565, cat. No. 320141. A clog test was carried out on all eight samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10

Event description:
It was reported that bd micro-fine ultra¿ pen needles are clogged. This was discovered during use. The following information was provided by the initial reporter: customer reported that needles are clogged. Patient indicated that part of the insulin did not come out of the needle at first, but that after holding it, suddenly a lot came out at once. Result: sore leg. Sometimes no insulin came out of the pen at all.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine ultra¿ pen needles are clogged. This was discovered during use. The following information was provided by the initial reporter: customer reported that needles are clogged. Patient indicated that part of the insulin did not come out of the needle at first, but that after holding it, suddenly a lot came out at once. Result: sore leg. Sometimes no insulin came out of the pen at all.